Event description:
Clinical study it was reported that 188 days after a coronary artery drug eluting stenting procedure the patient expired. The index procedure treated one target lesion. Target lesion 1 was a 2.5 mm vessel diameter, 95% stenosed region of the proximal left anterior descending artery (lad). The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x8 mm (lot 7016012) drug eluting stent without complication. The drug eluting stent overlapping 2.0 mm with a guidant pixel stent that was also placed during this procedure. The patient was discharged from the hospital one day post index procedure receiving asa, and plavix. The site reported that the patient expired 188 days post index procedure. The cause of death was reported as "heart gave out."

Event description:
It was further reported that the target lesion was 7.0 mm in length, and the residual stenosis was 0% after post dilatation. During the 6-montth follow-up period of the study, 188 days post index procedure, the pt died at home. The site learned of the pt's death when attempting to contact him for the 6-month telephone eval. According to the pt's wife, "his heart gave out." An autopsy was not performed and the cause of death is "unk." In the opinion of the physician there was an unk relationship between the target vessel and the death.